Event description:
It was originally reported on 18-sep-2013 that overstimulation and stimulation in the wrong location was noted. Patient symptoms included pain and stimulation felt traveling up patient's spine and into her brain causing headaches and nausea. Location of the issue was noted as tailbone, spine, and brain. The patient underwent a successful basic evaluation and had the implant placed on (B)(6) 2013. The doctor always uses mac sedation and for this patient, due to some stomach issues, was told by anesthesia that he had to use general anesthesia. They were not able to communicate with the patient during the procedure. The lead was placed appropriately, on the medial aspect of the foramen and with the 3rd and 4th electrodes straddling the anterior surface of the sacrum. A couple of days post op, the patient started to feel stimulation traveling up her spine and into her head causing headaches and nausea. The patient had been extremely uncomfortable. They turned off the device and the problems went away. They turned the device back on and the problems returned. Today they turned the device back on and set at a sub sensory level. This was all done over the phone. The patient was asked to keep the manufacturer's representative informed as to how she feels and what benefit she receives. In terms of planned action, it was noted that they had turned the device off and the patient felt great. They turned it back on and it immediately caused discomfort. Stimulation was being felt going up the spine and into the brain, according to the patient. Today we turned the device down to a sub-sensory level to see if it gives benefit and alleviates the discomfort. If this does not work, they plan to get together for reprogramming. If that does not work, they plan to do a lead revision. Patient status at time of the reporting was noted as alive, no injury. Almost two months later it was reported that the patient received a replacement lead and neurostimulator on (B)(6) 2013. The patient felt stimulation in the appropriate area, comfortably, and was getting benefit. The patient was doing very well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va080t8, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).